Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/05/2018, that on (B)(6) 2018, the receiver unexpectedly shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver unexpected shut-down could not be determined. A root cause could not be determined.